Event description:
It was reported that the patient with this left ventricular (lv) lead had been problematic. Boston scientific technical services (ts) discussed that sometimes the left ventricular (lv) lead will stimulate the diaphragm. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).